Event description:
Caller states patient received results of 52 mg/dl and 196 mg/dl within 10 minutes on the inform system while using comfort curve test strips. Caller states the result of 52 mg/dl may have been due to under-dosing. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.